Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the blade tip broke off the device. The customer used another device with no patient consequence.